Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 30 degree endoscope image rotated 180 degrees while targeting. The customer reseated the endoscope to resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the issue occurred because the discs were not fully engaged. The system was working normally after the issue was resolved. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury due to the issue.

Manufacturer narrative:
The reported event was addressed with phone support. The tse explained that it seemed the discs were not engaged fully. The customer reseated the 30-degree endoscope, and this solved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A return material authorization was not issued for return as the customer resolved the issue by reseating the endoscope. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.